Event description:
User experienced erroneous troponin t result for one patient, initial result 0.125 ng/ml, repeat 0.014 ng/ml. In 2008, repeat gave 0.012 ng/ml. Erroneous result was not reported. If additional information is received, appropriate notification will be provided.